Event description:
It was reported that during a device check, p-waves of 0.4 mv and some undersensing of atrial events were observed. The atrial lead was repositioned, with p-waves increasing to 2.3 mv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient further reported that the lead came loose. The patient noted having used a tool and pulling down from over the head. The patient also reported feeling irregular heart beats from time to time.